Manufacturer narrative:
Eval summary: the returned device revealed the posterior portion of the foot was broken off and a posterior cuff miss had occurred. There was no evidence of a bend on the needle. The needle tip was not received for eval. No malfunction was detected. The root cause is undetermined. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: foot break. Time of malfunction: after vessel closure. Symptoms/ae: none. It was reported that a physician, in training in the use of the proglide device, attempted arteriotomy closure of the superficial femoral artery after a diagnostic procedure. After the device was deployed and removed from the arteriotomy, it was noted that the posterior part of the foot was missing. The location of the detached foot was no specified. The device was replaced, and a second device was used to achieve hemostasis. There were no reported patient sequelae. Though requested, no add'l info was available.